Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.6 inr and 3.2 inr on the coaguchek xs system. Customer was advised by physician to stop taking coumadin for 2 days. No adverse event reported. Requested return of suspect system and replacement was sent.